Event description:
Customer reported that their current pump would not turn on or charge, rendering it unusable. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.